Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient had catheter replacement on (B)(6) 2019 due to csf leaking through spinal incision. This information conflicted with the previously reported (B)(6) 2019 explant date. There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 19-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml gablofen at 467mcg/day via an implantable infusion pump for cerebral palsy. It was reported that the patient had a cerebrospinal fluid (csf) leak at their spine (exited through the skin) which the hcp considers contamination so the existing 8781 was removed entirely and replaced with new 8781 to c5-6. The cause of csf leak could not be identified, but it was suspected that it was due to the hcp not performing the anchoring of the catheter correctly. The pump contains gablofen 2,000 mcg/ml and flex dosing decreased from 467 mcg/day (flex total) to simple continuous 200 mcg/day. The pump was very difficult to place back into pocket so the pocket had to be extended laterally, and bowel was visible at inferior border of pump pocket (unsure if this was pre-existing or occurred when extending pocket). The fascia was repaired and the bowel was not injured. The catheter could not be neatly coiled behind pump due to lack of room per the hcp, so the catheter was simply tucked behind pump. The issue was resolved at the time of the report, and the patient's status was noted as "alive-no injury." No further complications were anticipated/reported.